Event description:
The customer reported the screen was black. The system was not displaying the live image which would result in the customer being unable to view fluoroscopic images. There is no report of pt injury or death.

Manufacturer narrative:
A ge representative evaluated the system and reseated power supply connectors. The system operates as intended.